Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical devices: 4968 lead, implanted: (B)(6) 2011, (B)(4).

Event description:
It was reported the lead displayed over-sensing due to artifact and there were high short interval counts (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.